Event description:
FDA recalled phillips dream station CPAP machine in july. I registered my machine immediately with phillips. Now it is november and I have not heard anything from phillips. I am still using a faulty CPAP machine that might be harming my health. I reached out to my pulmonologist and she was not able to help or give me any guidance. FDA safety report ID# (B)(4).